Event description:
During a ptc and stenting, the tip of the catheter became detached from the catheter shaft and is lodged in the liver. It is reported by the user that the pt is in palliative care and does not want the tip removed. The user reported that the detached tip is not causing the pt any adverse issues. The catalog number and lot number were not reported as the packaging and labeling of this device were discarded. The user noted that the catheter was possibly expired when used.

Manufacturer narrative:
Although it was indicated that the reported defective device is available for eval, it has yet to be received by the MFR. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch.